Manufacturer narrative:
If remedial action initiated, check type, corrected data: initial report inadvertently did not select "notification".

Manufacturer narrative:
Software version: (B)(6).

Event description:
It was reported by the physician that after performing system diagnostics, high impedance was reported. It was noted that the patient's device was checked with a software version (B)(6). The physician was instructed to bring the patient back and turn the normal and magnet mode output current to 0ma and re-run system diagnostics to verify this is not a true high impedance. Information was received from the physician confirming that there was false high impedance reading due to the software v (B)(6). Clinic notes received indicate that after programming the output current to 0ma, lead impedance was within normal limits. When the output current was programmed back on there was a false high impedance reading again. X-ray results were provided indicating that the lead and generator were in place with no noted disruptions. It was also stated that there was no evidence of compression fracture or spondylolisthesis. No additional relevant information has been received to date.